Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient's child reported that the patient experienced inaccurate cgm values after the sensor was inserted in the arm. Of note, the patient is legally blind. Earlier in the day of (B)(6) 2024, the son put on a new sensor and the patient felt tired and went to sleep. The son departed. The son attempted to contact the patient and was unable to reach her. Upon returning, the son found the patient unconscious and the reading was 300 mg/dl. She had fainted and had a seizure. Per documentation, they did not confirm it right away with bg meter. Emergency medical services were called, and the patient was transported to the emergency department. She stayed from 8 pm until 4 pm the next day (B)(6) 2024. During that time, the glucose was stabilized; however, the treatment method was not remembered. At the time of the report, the patient was fine. Per patient's allegation the problem was related to dexcom accuracy because the number was more than 40 mg/dl different than the bg meter. At an unspecified time the day prior to the call on (B)(6) 2024, the bg meter was 266 mg/dl while dexcom cgm: 307 mg/dl. At an unspecified moment the day of the report on (B)(6) 2024, the comparison was 283mg/dl on bg meter while dexcom cgm was 285 mg/dl. There was no documentation of treatment for hyperglycemia. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 40 points difference. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid on (B)(6) 2024. No additional patient or event information is available.